Event description:
In lawsuit pleadings, consumer alleges that heating pad ignited her bed, causing 2nd and 3rd degree burns to 7-8% of her body, which required medical treatment. It appears she was sleeping with the pad on, contrary to instructions and warnings.